Event description:
It was reported that the patient had a fall which lead to their incision opening and getting an infection. The device was explanted but the leads were left in place. Device history records for the generator were reviewed. The generator passed final quality and functional specifications prior to release. The generator was sterilized prior to distribution. Product return is not needed as the event is not related to the functionality of the device. No additional relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. H3. Device evaluated by MFR? - correction - inadvertently did not select no and code 81 on initial MDR submitted.

Event description:
Product analysis (pa) was completed on the returned generator however they are unable to verify the allegation as it is beyond the scope of activities performed in the pa laboratory environment and can only confirm device functionality therefore full report not will not be included.

Event description:
Additional information was received noting that the patient was hospitalized due to the vns site being infected and that is why the leads were explanted. The patient being hospitalized and having their leads explanted was reported in MFR report #1644487-2021-01526.